Manufacturer narrative:
Result of investigation: the vyaire failure analysis lab was unable to confirm or duplicate the customer's reported issue. The ltv ventilator was not able to verify the reported problem. The vent passed 192 hour extended tests at customer's settings with no unusual alarms or conditions occurring. The ltv passed troubleshooting final test which includes many alarm and ventilation functions.

Manufacturer narrative:
Equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. The unit is placed on extended testing with the customer's settings. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device stopped delivering breaths while on patient use on the lap top ventilator 1150. The customer reported the patient began to desaturate. The customer reported that the patient was removed from the device and was provided manual resuscitation (bagged). The customer reported patient was placed on a back up ventilator.